Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified right coronary artery (rca). The 3.5x12mm xience skypoint was attempted to be advanced however, resistance was met (unknown if the guide catheter or a guide liner that was also in the guide catheter when the xience skypoint was advancing per the physician). The stent dislodged and remained in the guide catheter; therefore, the guide catheter was simply withdrawn along with the stent. Another skypoint was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the guiding catheter and/or guide liner during advancement causing the reported difficulty to advance and subsequent stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.